Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are a contraindicated patient and their dentist advised them to discontinue the aligner treatment. They were seen by their dentist and told there is bone loss on their bottom teeth and may need to have scaling to their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.